Event description:
It was reported by service report that the bed will not stay in the up position on the head end. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Faulty nut in lift motor.